Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred before issue, there was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump with updated software.